Event description:
Customer reported that when the alarm is attached to the nurse call and pressure is on the pad, the nurse call light is continuously on. The facility is using an over mattress sensor pad and it was confirmed that the cable was a posey nurse cable. No patient incident or injury reported. The customer did not report when this was discovered.

Manufacturer narrative:
Result - evaluation of the returned product found that the battery springs are bent. Unit powers up and passes all functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green leg, indicating mode, is blinking and the red hold indicator light is no longer flashing. (B)(4).